Event description:
Newly installed CT scanner malfunctioned during a pt scan/procedure. Inpatient from i.c.u. Was quickly removed from area and returned to pt room. Aside from feeling distressed, no adverse pt event reported or known. A part, sru low (part# bx71-0588d) burnt, generated extensive smoke and caused complete equipment failure (enitre system will be returned to MFR and replaced). At time of event, technicians and vendor rep heard several "pops" and saw flashes of color in the gantry.